Manufacturer narrative:
(B)(4) date sent: 11/05/2025 d4: batch #363c66. Additional information was requested, and the following was obtained: please let us know the device number of the stapler used in the case.psee60a please tell us the surgical procedure and the site of use of the device in this case. Laparoscopic right hemicolectomy, ascending colon and anastomosis of the ileum re-excision of the intestinal tract, re-anastomosis was performed, were any changes in the surgical procedure (e.g., change in reconstruction method, addition of a port hole, shift to laparotomy, creation of an unscheduled colostomy, etc.)? There is no change in the surgical procedure. Reanastomosis with additional resection of the intestinal tract. Is there any problem with the patient's condition after the surgery? The patient is stable. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? No. Did the device cut? Yes if yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received for analysis and the reload body was noted to be damaged. The reload was received with the left side fully fired, in the right side partially fired 1/3. Upon evaluation of the reload, the reload body, one-piece sled was broken, but the half from it on the right side was noted on the home position; however, some drivers were noted up without staples on the proximal end until damage noted on the reload deck. The condition of the driver's up shows that reload was partially fired. It is possible that the reload was manipulated, and the sled was manually returned to its home position. Also, some drivers were noted to be damaged. In addition, on the reload deck damage some staples were noted to be bent and damaged, which suggests the reload, may have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 363c66, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a fete at 3rd firing, there was a cracking sound and one side of the staple was not engaged when firing. When the doctor checked the used cartridge, there was damage to the center piece of the cartridge. No marking clips or hemostatic clips were used. There was no possibility that a hard thing was caught in the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.